Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, a blue filter fell off inside of the patient and was retrieved with the endocatch bag.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the circular seal was cut and disengaged. The trocar, cannula, and envelope seal were received and appeared intact. The obturator was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the cut and disengaged circular seal may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.